Event description:
It was reported that during an implant procedure, the lead failed to be separated and the connector pin was detached. The lead was not used and another lead implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events of stylet could not be removed, and connector pin was detached were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Final analysis by visual inspection of the lead found that the connector pin was pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures.